Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the driveshaft minimum 520 mm length for use with ria (part #: 314.743, lot #: 9961622) was received at us cq. Upon visual inspection, it was observed that the device was broken at the proximal end of the driver shaft helix component. The broken component was not returned. No other issues were identified with the returned device. The complaint condition is confirmed for the driveshaft minimum 520 mm length for use with ria (part #: 314.743, lot #: 9961622). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number:314.743. Synthes lot number: 9961622. Supplier lot number: n/a. Release to warehouse date: 09mar2016. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure, the tip of the drive shaft broke off as the reamer/ aspirator/ irrigator (ria) was being removed from the femoral canal. The remaining piece was removed with the ball tip of the unknown guide wire. No broken pieces were retained and all pieces were removed. The procedure was completed successfully with no surgical delay. The generated fragments were removed easily without additional intervention. There was no patient consequence reported. Concomitant device reported: unknown reamer/ aspirator/ irrigator (ria) (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).